Manufacturer narrative:
B3: event date is date valid section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6)2025 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6)2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller said they were in a revision case right now where they were changing the leads, but the ipg was remaining the same. Caller said they were in the operating room on a case today and the clinician tablet and communicator were connected to the ipg, but then when in the case, the ipg and communicator kept losing connection and ipg would only intermittently connect. Caller said the case was "long" and they "lost connection to ins". Caller also said they were using "find previous device" feature. Caller said it would find it, but then it would not connect. Caller got no device response screen. Caller also got a searching for device screen intermittently. Caller moved communicator over ipg, but still got intermittent connection between communicator and ipg. Tss discussed possible emi and then suggested using 2nd communicator. Caller switched tablet and communicator and successfully connected and maintained connection between new communicator and ipg. See follow up email to caller for more sr information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the lead replacement was due to the patient not having good coverage. Rep states the cause of this was due to the original leads being placed too far to the right. The issue has been resolved and rep states the leads were discarded by healthcare provider (hcp).